Manufacturer narrative:
The device was returned to the resmed design facility located in (B)(4) for an extensive engineering investigation. The investigation determined that the device failure to complete its internal self-test was due to a software timing issue of the non-return valve (nrv). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while the device was being serviced, it displayed an error message (sf 74) indicating a software task error. The astral device failed to pass its internal self-test and was returned for service. There was no patient injury reported as a result of this incident.